Event description:
This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).

Event description:
This customer obtained false negative vitros hbsag results on two different samples collected from the same patient, on a vitros eci immunodiagnostic analyzer. The same samples produced a reactive result on a competitive system. False negative results may lead to inappropriate physician action. The false negative vitros hbsag result was reported, however, there was no change in treatment and no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the patient samples in question were hbsag reactive when tested on two alternate methods. The investigation found no evidence to indicate that the vitros eci analyzer did not operate as intended. The root cause for the false negative vitros hbsag result is most likely a mutant strain of the hepatitis virus which could not be detected by the vitros hbsag assay.